Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise. The patient received 16 inappropriate shocks, so the existing cardiac resynchronization therapy defibrillator (crt-d) was programmed off. However, the physician then elected to place a magnet over the device instead to avoid more inappropriate shocks until a revision could occur. Low out of range pace impedances of less than 200 ohms had also been observed. The rv lead was then surgically abandoned and the crt-d was replaced. The noise was suspected to be due to electromagnetic interference. An x-ray was performed, but no damage could clearly be seen. No additional adverse patient effects were reported.